Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that air bubbles were observed in multiple cartridge pigtail and infusion set tubing. Customer was able to better manage the removal of the air after changing the syringe needle size. Customer's blood glucose was 254-280 mg/dl.